Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed due to a difficult root angle and a tight aortic valve. Following the successful implant of the valve, upon removal of the delivery catheter system (dcs), it was noted that the nose cone of the dcs was not centered in the frame of the valve. The nose cone subsequently caught on the valve frame, resulting in dislodgement of the valve into the ascending aorta. Subsequently, a second valve was implanted valve-in-valve. A two hour procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-26, serial/lot #: (B)(6), ubd: 12-dec-2027, UDI#:(B)(4) h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.